Manufacturer narrative:
The infinity acute care system workstation critical care is a patient ventilator that consists of the evita v500 ventilation unit and the infinity c500 medical cockpit. For the investigation the logfile was analysed. It was found that the ventilation unit performed a warmstart due to an unknown reason. Furthermore a communication issue occurred shortly after the successful warmstart of the ventilation unit. Due to the communication issue between the ventilation unit v500 and the cockpit unit c500 the alarm message "device failure (3)" was posted. Caused by the communication problem the control buttons were grayed out. As a safety feature of the system, the safety software analyses and verifies proper function of the device. If the safety software detects an internal failure concerning the ventilator, a local restart of the ventilation unit is triggered. In the event that the device stops ventilation, the emergency-breathing valve would open to ambient allowing for spontaneous breathing. Audible alarms would be posted to inform the user about the problem. Manual ventilation with an alternate device may be considered necessary. In case of a communication problem between c500 and v500 the ventilation continues as set. Safety relevant parameters are displayed in the supplemental yellow/green oled-display wherein the user can track the on-going ventilation. The ventilator performed both a warmstart of the ventilating unit v500 and the displaying unit c500. It was not possible to find out the root cause for the warmstart of the v500. The warmstart of the c500 was due to a communication unit between the v500 and the c500. As a precautionary measure a factory reset of the pba m16.2 and a software download were performed. The device was checked as per manufacturer specifications. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported during use that the device displayed a "device failure" message and an audible alarm sounded. The unit stopped ventilating but remained on. All of the ventilation control buttons were grayed out and the ventilator would not power off. The unit was turned off with manual power switch on the back of the machine. There were no specific events precipitating the failure per nurses in the room. The patient was switched to another unit and there was no patient injury reported.